Event description:
Bioraptor pulled straight out of the bone while tying the knots. Drill potentially too big for the anchor. The drill used was the 2.9 bioraptor drill bit. The same thing happened to the next anchor with a fresh drill hole. Anchors were removed with a grasper. Additional anchor was used to complete the repair.

Manufacturer narrative:
Device is not being returned for evaluation. (B) (4).